Event description:
It was reported the patient experienced a loss of therapeutic effect (acute pain in low back) following a spinal decompression surgery. After the surgery, she started to have pain in the lower portion of her spine. She did not believe her stimulation had changed in any way. She felt her pain had moved down to a lower spot. She had turned the stimulation up and her legs shook. It did not help the pain. She had not attempted to change to another program. The patient declined assistance in troubleshooting with a different program. She was concerned about making any changes without having the help of a health care professional. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).